Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Sometime after surgery (type of shoulder surgery is unknown), patient was treated for shoulder dislocation. The patient was likely to have shoulder dislocation again so the insert and glenoid sphere were replaced with new ones.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.